Event description:
It was reported the right ventricular lead exhibited high/unstable thresholds with no capture, noise, and high impedance indicative of a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4196, implantable pacing lead, (B)(6) 2011. (B)(4).